Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00860; 0001825034-2023-00861. D10-medical product: partial tibial cemented size e left medial item# 42538000501 lot# 64201293; partial femur cemented size 3 left medial item# 42558000301 lot# 64321307. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified patient continue to experience pain and had difficulty walking. To counter this issue, patient was prescribed pain medication and using assistive device while walking. X-ray review shows no issue with patient hardware. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert:01501264, pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately ten months post implantation due to ongoing pain and patient comorbidities after gardening. Attempts to obtain additional information have been made; however, no more is available.